Event description:
It was reported that the pt experienced presyncope. The ipg was at eri and the lead was explanted at the time of generator replacement. No further pt complications have been reported after the devices were replaced.